Event description:
It was reported that the patient experienced tingling in his back and problem with "getting his feet under him" to walk following a fall onto his back right on the implant site. The patient was admitted to the emergency room. The nurse there placed a "heart monitor pad" directly over the implant site, and "messed around with it" with a volt meter plugged into an electrical outlet. The patient felt a different shocking/jolting sensation. The patient was later unable to recharge. The patient attempted to recharge for about 6-8 hours and the battery was still empty.